Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the field service engineer (fse) concerning a v60 device. During preventive maintenance (pm) testing, it was observed that the device failed the electrical safety test due to the ground resistance measuring greater than 0.2 ohms. It was reported that no patient was involved at the time the issue was identified. The service engineer performed testing in accordance with the manufacturer¿s recommendations. As per the guidelines, it was recommended to replace the power cord if the ground resistance exceeded 0.2 ohms. Accordingly, the power cord was ordered and replaced. Following replacement, the device was tested and confirmed to be functioning properly, after which it was returned to the user in working condition. The investigation concludes that no further action is required at this time. Should additional information be received, the complaint file will be reopened for further review.